Event description:
It was reported that the scope has been out of the field for a few years and through normal wear, and tear the scope image was too dark and not enough light was coming through. The scope was not used on any case and there was no patient involvement.

Manufacturer narrative:
Investigation results: maquet received the scope on 09/16/08. The visual inspection showed that there were scratches on the tube shaft and the optic was compromised. Maquet shipped the scope to our OEM, scholly, on 09/17/08. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.